Event description:
It was reported by the customer that the device will not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure; however, the customer declined service and later indicated that the device had been retired and replaced. The cause of the reported failure could not be determined.